Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "outcomes of octogenarians undergoing edge-to-edge transcatheter valve repair for tricuspid regurgitation: inverse propensity score-weighted analysis".

Event description:
The article "outcomes of octogenarians undergoing edge-to-edge transcatheter valve repair for tricuspid regurgitation: inverse propensity score-weighted analysis" was reviewed. The article presented a prospective single center study, to evaluate the characteristics and outcomes of teer in octogenarians compared to those in patients under 80 years old treated at a referral tertiary teaching hospital. Devices mentioned include triclip and mitraclip. The article concluded that *conclusion*. [The primary author and corresponding author was fabrizio monaco at irccs san raffaele scientific institute, via olgettina 60, 20132 milan, italy, with corresponding email monaco.fabrizio@hsr.it]. The time frame of the study was january 2017 to september 2023. A total of 101 patients (36 greater than or equal to 80 years old, less than 80 years old) were included in this study, of which all received an abbott device. Majority gender was male. Comorbidities included diabetes, chronic renal failure, stroke, previous cardiac surgery, concomitant mitraclip, atrial fibrillation, pacemaker lead, copd. Peri and post-procedural complications included death, hospitalization, medication required, surgical intervention, unexpected medical intervention, blood transfusion, renal failure.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including diabetes, chronic renal failure, stroke, previous cardiac surgery, concomitant mitraclip, atrial fibrillation, pacemaker lead, copd. Complications reported included death, hospitalization, medication required, surgical intervention, unexpected medical intervention, blood transfusion, renal failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date removed. As this is a literature review, death is already captured in a separate report 2135147-2025-01648 b3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled "outcomes of octogenarians undergoing edge-to-edge transcatheter valve repair for tricuspid regurgitation: inverse propensity score-weighted analysis"

Event description:
The article "outcomes of octogenarians undergoing edge-to-edge transcatheter valve repair for tricuspid regurgitation: inverse propensity score-weighted analysis" was reviewed. The article presented a prospective single center study, to evaluate the characteristics and outcomes of teer in octogenarians compared to those in patients under 80 years old treated at a referral tertiary teaching hospital. Devices mentioned include triclip and mitraclip. The article concluded that *conclusion*. [The primary author and corresponding author was fabrizio monaco at irccs san raffaele scientific institute, via olgettina 60, 20132 milan, italy, with corresponding email monaco.fabrizio@hsr.it]. The time frame of the study was january 2017 to september 2023. A total of 101 patients (36 greater than or equal to 80 years old, less than 80 years old) were included in this study, of which all received an abbott device. Majority gender was male. Comorbidities included diabetes, chronic renal failure, stroke, previous cardiac surgery, concomitant mitraclip, atrial fibrillation, pacemaker lead, copd. Peri and post-procedural complications included death, hospitalization, medication required, surgical intervention, unexpected medical intervention, blood transfusion, renal failure.